Event description:
The customer reported the system displayed a fast stop activated error code and thereby shut down. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The line voltage was adjusted. The system was then found to be operating as intended.